Manufacturer narrative:
02/12/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used to close fascia during a general wound closure. Reportedly, the suture broke. The procedure was completed with add'l suture. No pt injury reported.